Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad trace. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had button error alarm on their insulin pump. It was reported that the buttons were unresponsive. It was reported that the pump would be replaced. No further information provided.